Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted ventral hernia ipom surgical procedure, the clinical sales representative (csr) contacted technical support to report receiving a robot not connected or powered on message. The technical support engineer (tse) instructed the customer to perform a hard power cycle with no change. The tse then had the csr remove the blue fiber cable from the second surgeon side console (ssc) and plug the blue fiber cable from the robot into the port where the console was removed. The system powered on with no errors, but still presented the robot is not connected message. The tse instructed the customer to try the blue fiber cable from the ssc and the system powered up with the same message, but no errors. Customer contacted tech support to report they attempted to restart the system one more time. System powered on normally with no errors. As they were about to start the case the system errored out again with error 307 and 40032. As a result, the customer elected to proceed laparoscopically for the procedure. The procedure was aborted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic procedure was aborted prior to port placement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The common compute controller (ccc) was analyzed and found in the review error log in lighthouse and the reported error 307 was confirmed but couldn't be replicated. Upon visual inspection, no issue were found that would be related to the report failure. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.